Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements.  It was noted that the lv lead trend has been chronically high and fluctuating.  The lead remains in use.  No patient complications have been reported as a result of this event.